Event description:
Customer reportedly obtained result of 2.9 inr on the coaguchek xs system and 2.2 inr on comparison lab. No action taken on device result. No adverse event reported. Strips are unavailable for return.